Event description:
This patient with a history of previous mi and hyperlipidemia was admitted for elective coronary evaluation. Angiography revealed a de novo, 18mm, b2 type lesion in the proximal lad. The vessel was described as 3.0mm in diameter with timi iii flow. Heparin was administered; clotting times were not measured during the procedure. The lesion was predilated with a 2.5 x 15mm balloon. A 3.0 x 18mm cypher stent was deployed to 20 atms with satisfactory results. The stent was not post dilated. Residual stenosis was 0% with timi iii flow through the vessel. The patient was discharged with orders for daily administration of aspirin and ticlid. The patient discontinued taking these medications after 17 months. Approximately 22 months post index procedure, the patient presented to the hospital and was ruled in for acute mi. Angiography revealed a thrombus formation in the previously implanted cypher stent in the proximal lad. To treat the thrombus, aspiration thrombectomy was conducted followed by additional balloon inflations. The patient was discharged with orders for daily administration of aspirin and plavix. Physician's comment: the possible cause of the thrombotic event was because the patient was stopped to take anti-platelet medicine

Manufacturer narrative:
For catalog: cjs18300 lot: i1205097, the device history records (DHR) review was conducted. This lot of product met quality requirements for product acceptance. Myocardial infarction (mi) and thrombosis are known, potential complications associated with coronary stenting and are both multi-factorial in etiology. Multiple patient, vessel, lesion, procedural, and pharmacological factors can contribute to thombus formation and consequent mi. There is no evidence to suggest that these events are related to a manufacturing issue of any defect of the device. Of note, this patient discontinued the use of anti-platelet medications shortly prior to event occurred, which likely contributed to this event. This cypher (cjs) is not distributed in us; however, it is similar to us distributed product (cxs).